Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of olympus trading shanghai limited. (Osh) the following was confirmed, the electrical board was broken, which caused that sometimes there was no image. The endoscope interface of the subject device was in poor contact, which caused that sometimes the image has interference lines. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, five years or more have passed since the device was delivered, and it is assumed that the components on the board deteriorated over time due to repeated use for a long period, causing the electrical board to fail. Also, :five years or more have passed since the device was delivered, and it is assumed that the pin of the video connector receiver was worn out and the contact failure of the pin occurred due to repeated use for a long time. As a result, it is assumed that the image transmission between the scope and the video processor is interfered with and an image failure occurs.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed.there was no report of patient injury associated with the event.